Manufacturer narrative:
The patient's death is covered in MFR number: 2916596-2018-04451 manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system and the reported event could not conclusively be established through this evaluation. The patient ultimately expired on (B)(6) 2018 due to sepsis and the device was not returned for evaluation. The heartmate ii left ventricular assist system instruction for use lists (pocket, local, and driveline) infections, sepsis, device thrombosis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document additionally provides information regarding anticoagulation therapy and the recommended inr range and outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿3 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 due to sepsis. The account reported that had a driveline infection that began on (B)(6) 2016. Blood and positive blood cultures were taken. The infection was confirmed via bacterial cultures. The patient was given IV antibiotics as a treatment. Upon admission, the patient presented with driveline damage and fever. The site reported the device did not operate as expected and will not be returned for evaluation. No further information was provided.